Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor updating/sg not available issue. Sensor glucose not displayed due to sensor diagnostic signal out of range. Sensor did not perform within specifications. It is likely that the sensor contributed to the event. Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Sensor performance observation due to increased inaccuracy on first day of wear. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor updating/sg not available, discrepancy between sensor glucose and blood glucose values. The customer also experienced hypoglycemia, blood glucose value of 44 mg/dl. The event involved product(s) mmt-399a, mmt-332a, mmt-7040a, mmt-1884. Troubleshooting was performed. It was unknown whether the auto mode feature was active and whether the pump was used within 48 hours of the reported low blood glucose event. Insulin delivery was not suspended due to difference between sensor glucose and blood glucose values. No product return is required for mmt-399a. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-1884.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.